Event description:
A malfunction alarm was reported with code malf 12 prior to which no notable events occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer continued to use the pump for insulin therapy.